Event description:
The customer reported a posterior capsule (pc) tear. The customer stated 90% of the cases are done by one surgeon and with 35-40 cases a week, there are always pc tears. The customer is trying to figure out if the pc tears are system related or related to surgical technique. The customer confirmed two pc tears occurred. Additional info received stated the event occurred during the fourth case of the day. The reported event occurred while in phaco mode and seemd to be triggered by a vacuum surge. The system did not display any error messages or pop-ups and the customer was able to complete the case manually. There was no occlusion broken, and the occlusion bell did not go off. The chamber instability was reported to be "once or twice" and then recovered. This report is for one pt, for additional pt, see mfg. Report #2028159-2008-00237.

Manufacturer narrative:
The co service rep examined the system and did not find any problems with the system. The footswitch was replaced due to heavy corrosion. The system was tested and met all product specifications. A review of complaints for the last 36 months did not indicate adverse trends for the reported issue. Additionally, a review of the service history for this system did not indicate any additional, related unplanned service requests, nor did it indicate adverse service trends for the reported issue. Lastly, system settings were provided, reviewed and found to be within the recommended parameters. The root cause of the pt event cannot be determined in this investigation.